Manufacturer narrative:
H4: the lot was manufactured from october 19, 2020 - october 20, 2020. H10: the actual device was received for evaluation. The sample was returned containing 93 ml of residual drug fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) ¿was not working¿. This was observed during filling the device with cytotoxic drug prior to use on a patient. There was no patient involvement. No additional information is available.